Event description:
During clip deployment into breast post biopsy, tip of micromarker device became lodged into tissue. Tip had to be manually removed. Post mammogram showed no clip migration or hematoma.

Manufacturer narrative:
The mammostar biopsy site identifier is a sterile, single-patient use device that is placed into soft tissue during a biopsy procedure to radiographically mark a surgical location.in all cases, the mammostar biopsy site identifier is used in conjunction with a biopsy needle and other accessories to complete the biopsy procedure. It was reported that during clip deployment into breast post biopsy, tip of micromarker device became lodged into tissue.tip had to be manually removed.post mammogram showed no clip migration or hematoma. The device history record was reviewed and noted no discrepancies existed before release including but not limited to device length and tip conformity to the specification. A related experience review was conducted with no other instances of this event having been reported for this catalog number at any other facility. Although it could not be concluded that this device caused or contributed to this event, it has been determined to be reportable pursuant to 21 cfr 803 due to the reported malfunction. As such, we are submitting this medwatch report. The information contained herein is being provided to FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.